Event description:
The event occurred during preparation for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported event of no image displayed from dvi output due to a due to defective circuit board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image from dvi output was displayed on the monitor due to faulty printed-circuit board. The cause of the defective printed-circuit board might have been due to overcurrent or adhesion of moisture. It was also found that the circuit board was burnt near the signal socket which has no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The olympus field service engineer reported (on behalf of the customer) that the image was not coming out of the monitor from the digital visual interface output. Therefore, the video output source was changed to composite. The diagnostic endoscopy procedure was completed with the same device using another port without delay. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.